Manufacturer narrative:
Patient received primary tha procedure (B)(6) 2017, and immediately dislocated in the post-op room. The patient then reported instability in the hip for the next 2 years and was revised on (B)(6) 2019. Patient received the use of the patient specific acetabular guide (k152893) and fha report in the primary surgery. Post-operative imaging has been requested from the reporter of this issue to compare the planned and achieved positioning of the positioning. A root cause investigation has now been conducted into this event. The post-operative imaging provided by the reporter was not in a dicom format and therefore was unable to be accurately analysed. All products provided to the primary surgery were confirmed to have been manufactured according to specification. It was determined from the pre-operative analysis that this patient had two unavoidable risk factors for dislocation. Firstly, the patient's pelvic rotation from supine to standing is large (from 9 degrees to -4.8 degrees). Secondly, the patient's l5 and l4 were fused, restricting spinal mobility. These two factors have been identified in literature as factors which increase dislocation risk. The postion of the implants (i.e. Achieved positioning compared to planned) was unable to be accurately determined from the post-operative imaging provided. It was determined that the likely cause of this event would be factors outside of the control of the ops analysis provided to the surgeon for the primary surgery. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Patient received primary tha procedure (B)(6) 2017, and immediately dislocated in the post-op room. The patient then reported instability in the hip for the next 2 years and was revised on (B)(6) 2019. Patient received the use of the patient specific acetabular guide (k152893) and fha report in the primary surgery. Post-operative imaging has been requested from the reporter of this issue to compare the planned and achieved positioning of the positioning. A root cause investigation has now been conducted into this event. The post-operative imaging provided by the reporter was not in a dicom format and therefore was unable to be accurately analysed. All products provided to the primary surgery were confirmed to have been manufactured according to specification. It was determined from the pre-operative analysis that this patient had two unavoidable risk factors for dislocation. Firstly, the patient's pelvic rotation from supine to standing is large (from 9 degrees to -4.8 degrees). Secondly, the patient's l5 and l4 were fused, restricting spinal mobility. These two factors have been identified in literature as factors which increase dislocation risk. The positon of the implants (i.e. Achieved positioning compared to planned) was unable to be accurately determined from the post-operative imaging provided. It was determined that the likely cause of this event would be factors outside of the control of the ops analysis provided to the surgeon for the primary surgery.

Manufacturer narrative:
Patient received primary tha procedure (B)(6) 2017, and immediately dislocated in the post-op room. The patient then reported instability in the hip for the next 2 years and was revised on (B)(6) 2019. Patient received the use of the patient specific acetabular guide (k152893) and fha report in the primary surgery. Post-operative imaging has been requested from the reporter of this issue to compare the planned and achieved positioning of the positioning. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient received primary tha procedure (B)(6) 2017, and immediately dislocated in the post-op room. The patient then reported instability in the hip for the next 2 years and was revised on (B)(6) 2019. Patient received the use of the patient specific acetabular guide (k152893) and fha report in the primary surgery. Post-operative imaging has been requested from the reporter of this issue to compare the planned and achieved positioning of the positioning.